Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review, evaluation notes and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for investigation. Upon evaluation of the device, the reported issue of black image display was not confirmed. However, a worn out video connector latch causing poor connection to the pigtails was noted. Since the abrasion of the video connector socket was found, it is surmised that the images were not displayed due to the connection failure of the scope cable. It is also possible that the connector was connected while a waterdrop, dirt, or residue of medicinal solution was adhered to the electrical contact of the connector. The instructions for use (IFU) states: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer did not have 190 scopes or maj-1420 video scope cable to attempt on the cv-190. Tac instructed the customer to send in the unit for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center display black image when connecting the 180 scopes. There was no patient involvement, no harm or user injury reported due to the event.